Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir herniated. The reservoir was removed and replaced. No patient complications were reported in relation to this event. No more information is available at the moment. Additional information received. According to the surgeon, the reservoir herniated roughly a month before the surgery. The patient did not experience further complications.